Manufacturer narrative:
The reported event of false pause episodes was confirmed. Based on the information provided, the episodes were determined to be due to signal saturation. The cause for the signal saturation in the patient is undetermined but thought to be due to temporary loss of electrode contact.

Event description:
It was reported that the patient presented remotely via (B)(6). Transmission revealed that the implantable cardiac monitor exhibited under sensing with loss of contact. No intervention was performed. The patient was stable.